Event description:
Patient allegedly received the gunther tulip filter "circa 2007", followed by a complex percutaneous retrieval due to filter tilt/fracture with infrarenal ivc occlusion secondary to the filter on (B)(6), 2020. Patient is alleging filter tilt, vena cava and organ perforation, filter fracture. Patient notes and further alleges experiencing back and flank pain, lower limb swelling, unspecified kidney problems, and limited physical activity. Patient also alleges deep vein thrombosis (dvt) and pulmonary embolism post filter placement. Per the (B)(6), 2020, retrieval repot (successful but fragment remains): "right iliac venogram was then performed demonstrating inferior vena cava occlusion with termination and collaterals." "Next, through the right femoral sheath, a 4 french anatomy cross catheter and glidewire were utilized to traverse the inferior vena cava occlusion. Inferior vena cava angiography demonstrated a patent inferior vena cava." "Using a combination of blunt and sharp dissection of the right aspect of the inferior vena cava, the apex of the inferior vena cava filter was freed. This was then subsequently grabbed with endobronchial forceps. Attempt was made at retrieving the filter which resulted with a sheath split. Next, exchange was performed for a new 16 french sheath. Laser and snare were then utilized to attempt to free the inferior portion of the ivc filter, which was unsuccessful given the straightening. Next, repeat attempt utilizing endobronchial forceps and the sheath was then performed. The sheath and filter were removed with traction. A wire was passed into the inferior vena cava from below." "Spot fluoroscopic image obtained of the case demonstrates a retained fracture fragment adjacent to the stent graft construct. Confirmation with CT imaging demonstrated that this was the fractured fragment that was identified on previous imaging as the fragment embedded in the vertebral body. This is extravascular and retrieval attempt was not performed due to risk of further ivc injury." Per the (B)(6), 2020, review of reports from multiple CT scans (computed tomography): "CT/pelvis exam date: (B)(6), 2020: findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on (B)(6), 2020 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall 16mm and contacts the bowel. One (1) medial strut perforates the ivc wall 18mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 11mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. One (1) posterior fractured strut fragment perforates the ivc wall 17mm and is embedded within the l3 vertebral body. The ivc is markedly atretic inferior to the ivc filter". "This study is compared to CT dated (B)(6), 2017: axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on (B)(6), 2020 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall 14mm and contacts the bowel. One (1) medial strut perforates the ivc wall 18mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 10mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. One (1) posterior fractured strut fragment perforates the ivc wall 17mm and is embedded within the l3 vertebral body. This study is compared to CT dated 10/19/2010: axial CT abdomen and pelvis images were submitted for review on (B)(6), 2020 of the ivc, filter position, and related findings. Coronal and sagittal reformatted images were not available for review. The hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 15mm. One (1) anterior strut perforates the ivc wall 12mm and contacts the bowel. One (1) medial strut perforates the ivc wall 12mm and contacts the bowel. One (1) posterior strut perforates the ivc wall 15mm and is embedded within the l3 vertebral body. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as a fractured strut as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d6b and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, organ perforation, deep vein thrombosis (dvt) ivc occlusion/atresia, lower limb swelling, kidney problems, limited physical activity. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported lower limb swelling, kidney problems, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture (retained fragment), vena cava perforation, embedment, difficult to retrieve, tilt, depression, anxiety/fear, and pain. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety/fear, and pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in 2008. A computed tomography (CT) scan of the patient was reviewed approximately 12 years after receiving the filter implant which revealed the following: the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 15mm. One (1) anterior strut perforates the ivc wall 12mm and contacts the bowel. One (1) medial strut perforates the ivc wall 12mm and contacts the bowel. One (1) posterior strut perforates the ivc wall 15mm and is embedded within the l3 vertebral body. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. The patient had undergone a surgery, approximately 3 months prior to this CT scan review, during which the gunther tulip ivc filter was removed. However, a "fractured fragment was embedded in the vertebral body" and "retrieval attempt was not performed due to risk of further ivc injury." It is further alleged that the patient experienced anxiety, fear, depression, and pain as a result of injuries caused by the tulip ivc filter implant. Hospital and medical records have been requested, but not yet provided.